Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rhino laryngo fiberscope distal end lens was dirty. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g2, h2, h3, h4, h6. The device was not returned to olympus for inspection as this device was returned to a third party distributor. The reported failure was confirmed by the third party distributor. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rhino laryngo fiberscope distal end image guide cover lens was dirty. There were no reports of patient harm.

Manufacturer narrative:
Correction is being made to a previously submitted b5 field. The b5 field has been updated to: it was reported the rhino laryngo fiberscope distal end image guide cover lens was dirty. There were no reports of patient harm.